Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of 5fu. After an unspecified length of time in use, leakage was noted around the filter of the tubing set. The spill was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse effects to the patient or healthcare professional. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel.